Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9128730 was sent in error. It was determined that it was a duplicate the complaint was captured and report submitted under MFR report# 9616656-2023-01145 is void as a result.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: no unknown caller from walgreens pharmacy states she has a patient that uses the autoshield duo pen needles. Caller states the patient is having a hard time using the autoshield duo needles and does not think the insulin is being delivered when administering to the patient. Caller warm transferred to the

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: no. Unknown. Caller from walgreens pharmacy states she has a patient that uses the autoshield duo pen needles. Caller states the patient is having a hard time using the autoshield duo needles and does not think the insulin is being delivered when administering to the patient. Caller warm transferred to the.